Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was defective. There was no patient contact. The issue was noticed during handling, prior to patient contact. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as there was no patient contact. Section d6b: if explanted, give date: not applicable, as there was no patient contact. Section h3 - other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain the additional information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.